Manufacturer narrative:
A patient experienced high impedance was reported to abbott. As a result, the lead was explanted and replaced. The physician confirmed the explanted lead was fractured and had high impedances. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
It was reported the patient's lead was explanted and replaced with a 3186 lead on (B)(6) 2021. In turn, the physician confirmed the explanted lead was fracture and had high impedances. Therapy was restored post-operatively.